Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) would not turn on and has battery issues (would not charge). There was no patient involvement.

Event description:
It was reported that during daily checks discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) would not turn on and has battery issues (would not charge). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on and batteries issues. A getinge field service engineer (fse) found unit not charging, checked unit out and found multiple areas that had saline and the pcb, power management and the power supply kit had saline spillage on those boards, the unit was damaged by operator error due to the saline spillage. So fixed by replacing primary 9v battery alkaline, pcba - cardiosave rohs power management, cardiosave sr. Pwr sply assy and repaired unit and returned to service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.